Event description:
Healthcare professional reported through the national breast implant registry (nbir) "capsular contracture baker grade IV, suspected/actual rupture/deflation, and change shape/size/style". Patient undergone capsulectomy. This record is for the right side. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture.